Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple infusion sets were clogged due to the cold weather conditions. There was no reported adverse impact to customer¿s blood glucose level. Customer changed multiple cartridges and infusion sets to address the issue.